Event description:
The customer received a control result of 214mg/dl on the contour next link. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer returned the control solution. New meter, strips and control were sent to the customer.